Event description:
It was reported that the patient was not feeling well. The patients right atrial thresholds were found to be high. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.